Event description:
Fractured carrier. Fracture appeared during dental implant placement.

Manufacturer narrative:
Dental conelog progressive line implant could not be placed to the final position in hard bone. Insertion post fractured due to overloading of the insertion post. User should have used dense bone drill or tap according to IFU j8000.0239).